Manufacturer narrative:
The average age was 70.4 ± 8.4 years. Implant dates range february 2018 to december 2019. (B)(4). Article citation: wanichwecharungruang, boonsong, and nitee ratprasatporn. ¿24-month outcomes of xen45 gel implant versus trabeculectomy in primary glaucoma.¿ plos one, edited by rajiv r. Mohan, vol. 16, no. 8, 2021, p. E0256362. Crossref, doi:10.1371/journal.pone.0256362. The reported events of "uveitis, glaucoma progression, keratitis, high intraocular pressure, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of "needling was required in 10 patients¿4 patients were successful after the needling while 6 patients failed and needed further medications or ssi [secondary surgical intervention]." In the later post-operative period (after 1 month): "implant extrusion occurred in 3 eyes," "uveitis occurred in 1 eye," "7 patients required ssi throughout the follow-up period, and 4 of these required trabeculectomy with mmc, while 3 had the xen removed due to implant extrusion," "a case of iris pigment in the lumen of xen¿patient underwent a surgical intervention (trabeculectomy) afterward,"5 eyes dellen cornea were observed." Were noted in the article "24-month outcomes of xen45 gel implant versus trabeculectomy in primary glaucoma" plos one 16(8).